Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 438 mg/dl at the time of incident and the current blood glucose of the customer is 355 mg/dl. Customer stated she was changing the battery and the insulin pump won't turn on. Contacts on battery cap was neither missing nor damaged. Display returned after insulin pump restart. The customer was able to passed the self test. The insulin pump will be returned for analysis.